Event description:
During endoscopic procedure, cautery was being applied when the cord at its junction of the forceps' handle sparked, snapped and emitted a small flame. The equipment was taken out of use, and the pt was examined. No harm to pt.